Event description:
It was originally reported on (B)(6) 2014 that the patient was implanted with the trial. The patient had no stimulation sensation. It was reported that the patient was currently feeling stimulation but starting yesterday afternoon there had been times when the patient did not fell stimulation at all then would start feeling stimulation again. It was noted that the lights on the external neurostimulator (ens) would stay on while the patient did not feel stimulation. It was reported that it was unsure if the patient had any certain body positions when they did not feel stimulation. It was noted that stimulation was turned up to 4-4.5v since the patient began not feeling stimulation at times. About a month later it was reported that the event was attributed to the lead. The lead had dislodged or migrated, so it was replaced. No hospitalization was required and the patient outcome was noted as no injury.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).